Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is unknown. This report is for unknown quantity of unknown locking screws. Part#, lot# and UDI # is not available. Devices were not reported to have been explanted. During the revision procedure, additional device was implanted. Device is not expected to be returned for manufacturer review/investigation. Reporter facility contact number (B)(6). This report is for unknown quantity of unknown locking screws. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2014, patient was implanted with a proximal femoral nail antirotation (pfna) at the left femur. On an unknown date, pseudo arthrosis was detected at the left femur. To treat the pseudo arthrosis a locking compression plate (lcp) was implanted additionally on (B)(6) 2015. Patient outcome was not reported. Reported concomitant devices: cement (part# unknown, lot# unknown, quantity 1). This report is for unknown quantity of unknown locking screws. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: patient height is (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.